Manufacturer narrative:
Additional MDR associated with this event: 3025141-2017-00210: plate.

Event description:
An acu-loc 2 vdr plate was being implanted. During the insertion of a screw in the slot (the last screw to be inserted), the shaft of the distal radius split. A longer plate was added to prevent the bone from splitting further.